Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 3 patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion set leakage on (B)(6) 2024. Infusion set has been inserted and removed on the same day. No further information available.